Event description:
It was reported that the patient was sent to the emergency department due to loss of feeling in lower extremities. The physician found a hematoma and believed it was not device or procedure related. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 218006.